Event description:
Complainant alleged that during monitoring of a pt the device could not obtain ECG signal through any lead. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.